Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced chest pain and noted that they collapsed the last time they got their implantable pulse generator (ipg) checked. The patient reported they received magnetic resonance imaging (MRI) and experienced "a little tug". It is noted the device is not labelled for MRI. The ipg remains in use. No further patient complications have been reported as a result of this event.